Event description:
2 days after implantation of a taxus express2 2.50x20mm drug eluting stent, an in-stent thrombosis occurred. The target lesion was located in the mid left anterior descending (lad) artery. A total of three taxus drug leuting stents were placed in the lad during the initial procedure. Based on the procedure notes, it is believed that a 2.5x20mm taxus stent and a 2.75x12 taxus stent were deployed proximal to the distal 2.5x20mm taxus stent. No information was reported on the degree of stenosis before or after the placement of the distal 2.5x20mm taxus stent. No infformation was rpeorted on the calcification or tortuosity of the treated vessel. The pt recieved integrilin and nitrobid during the procudre. No information was reported concerning pt complications. The pt presented2 days after the original ihntervention with angiographic evidence of a thrombosis in the distal 2.5x20mm taxus stent located in the lad. An attempt was made to cross the distal stent using an angiojet catheter without success. A 2,75x9mm maverick balloon was deployed for 20 seconds at 8 atmospheres at the proximal end of the stented segment. Further angiographic views showed a discrete, high-grade lesion in the area of the occluded 2.5x20mm taxus stent followed by a linear area of haziness. Next, a 2.5x15mm mavrivk balloon was positioned in the lesion and inflated three times at 10 atomsphere for 30 seconds. Further angiographic views obtained showed recoil in the highest grade stenosis area of the distal stent. A 2.5x8mm taxus stent was deployed in the high grade area at 14 atmosphere for 30 seconds. Angiographic views showed a timi-iii flow down the vessel with an area of haziness corresponding to the clot. No information reported concerning pt complications.